Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows, a maxcore device in initial position with a specific needle length; however, the product labeling indicates a different material number associated with a different needle length. Based on the provided photo, the reported event can be confirmed as the outer packaging label shows mc1816, but the maxcore size within the label is mc1825. Therefore, the investigation is confirmed for the reported device markings / labelling problem as the outer packaging label shows mc1816, but the maxcore size within the label is mc1825. A definitive root cause for the reported device markings / labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per the baw6000781 rev. 3, the label provided meets the specifications required in the document. Per the pk6000781 rev 3, the label provided meets the specifications required in the document. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided lung biopsy procedure using the maxcore instrument. It was reported that prior to the procedure, the device outer label is mc1816, but the device inside the packaging is mc1825. No coaxial needle was used and the procedure was completed by another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided lung biopsy procedure using the maxcore instrument. It was reported that prior to the procedure, the device outer label is mc1816, but the device inside the packaging is mc1825. No coaxial needle was used and the procedure was completed by another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.